Manufacturer narrative:
There is no new information that would change the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: lot number - ni. Expiration date - ni. Manufacture date ¿ ni.

Event description:
The day cassette was leaking within the pump. This caused a 15 minute delay in the procedure, as the cassette was changed.